Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 2.5 device for mechanical circulatory support. It was reported that the patient's urine was red, so heparin was placed on hold. Labs were not hemolyzed, however the patient had significant bleeding noted at the urethra. Dopamine was weaned to a low dose. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.